Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was stuck to the bottom of the lens case lid when opened. The lens has been cut in half, typical of insertion and removal from the eye. One half has another cut from the optic edge towards the center of the lens. Optic damage is observed, on the edge of one piece near the haptic area. This damage is consistent with being crushed in the lens case from being placed incorrectly in the lens case for return. Scratch marks are observed, on the anterior and posterior sides of the optic. Product history records were reviewed and the documentation, indicated the product met release criteria. Qualified associated products were indicated. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that, during intraocular lens (iol) implantation, it was noticed that the lens had a line/mark that was not caused by forceps during the loading process. Then lens was cut out. Additional information was requested.